Event description:
A customer reported experiencing a delayed response from their touchscreen. There was no adverse impact to the customer's blood glucose level. No action was taken as the customer declined troubleshooting and a callback from technical support.